Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vaporizer assembly was replaced. Unit meets specifications and was returned to service on (B)(4) 2014.

Manufacturer narrative:
Manufacturer date: 12/23/2009. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), health hazard evaluation (hhe), and system hazard and user misuse analysis (shuma). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (08/25/2013 through (B)(6) 2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from march 2013 through (B)(6) 2014 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are below 100 and is considered acceptable. The hhe (health hazard evaluation) was reviewed for exposure to residual hydrogen peroxide emission. The severity and occurrence for the general population was limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma indicates the risk is broadly acceptable for mild exposure to vapor hydrogen peroxide. The vaporizer condenser assembly was returned and tested. The vaporizer condenser assembly was able to pass functional testing. The reason for return of the vaporizer condenser assembly was not confirmed. The reported issue was resolved at the customer facility. Based on the reliability analysis for the vaporizer condenser assembly, the useful life of this component is 120 days. Upon review of the service history of this sterilizer, it was discovered that the actual life of this vaporizer condenser assembly was 1504 days. Therefore, this is considered a wear out failure mode. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
An odor/smell was discovered emitting from the sterrad nx sterilizer during a preventive maintenance service. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.